Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Toothbrush head falling out in mouth [device breakage], no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that she had an issue with her oral-b power oral care refill precision clean falling out in her mouth and risking choking while used with an oral-b rechargeable toothbrush, version unknown. No symptoms developed.

Manufacturer narrative:
A 24-aug-2016 product investigation results: reporter returned one toothbrush head on 13-jul-2016. Toothbrush head confirmed to be counterfeit.

Event description:
Toothbrush head falling out in mouth [device breakage]; no adverse event [no adverse event]; product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported that she had an issue with her oral-b power oral care refill precision clean falling out in her mouth and risking choking while used with an oral-b rechargeable toothbrush, version unknown. No symptoms developed.